Event description:
It was reported that the physician was aspirating the pump and pulled out pinkish and yellowish tinted fluid; was able to refill without difficulty. The pump was delivering morphine and clonidine. It was later noted ¿we were supposed to get out 6.6 cc I think and he was able to get maybe a little over 6.¿ the patient was doing fine and no issues with therapy. It was later reported that the drug in the pump was dilaudid. The cause of the event was stated to be unknown. No surgical intervention was performed and no patient hospitalization was required. It was additionally reported that the patient passed away from metastatic renal failure carcinoma on (B)(6) 2012. The patient¿s death was unrelated to this event or the device, and was a consequence of his malignant cancer. The pump was delivering morphine and clonidine at the time. The patient was last refilled on (B)(6) 2012, morphine 7 mg/day at 10 mg/ml and clonodine 70 mcg/day at 100 mcg/ml. It was unknown if the device would be explanted.

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n269352, implanted: (B)(6) 2012, product type accessory; product ID 8596, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).